Manufacturer narrative:
Article source/citation: romozzi, m., palermo, m., ferrante, m., tosto, f., funcis, a., turano, r., iannone, l. F., vollono, c., frisullo, g., calabresi, p., valente, I., d¿argento, f., alexandre, a., garignano, g., <(>&<)> pedicelli, a. (2026). Post-pipeline headache after flow-diverting stenting for unruptured intracranial aneurysms: clinical, radiological findings, and proposed scoring system. Journal of neurology, 273(6). Https://doi.org/10.1007/s00415-026-13863-5 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Romozzi, m., palermo, m., ferrante, m., tosto, f., funcis, a., turano, r., iannone, l. F., vollono, c., frisullo, g., calabresi, p., valente, I., d¿argento, f., alexandre, a., garignano, g., <(>&<)> pedicelli, a. (2026). Post-pipeline headache after flow-diverting stenting for unruptured intracranial aneurysms: clinical, radiological findings, and proposed scoring system. Journal of neurology, 273(6). Https://doi.org/10.1007/s00415-026-13863-5 literature was reviewed regarding post-pipeline headache after flow-diverting stenting for unruptured intracranial aneurysms. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline embolization device. No deaths occurred in the study population. Among all patients, adverse events included post-procedural headache in 29 patients and aneurysm recanalization requiring re-intervention in 4 patients. No further information was provided pertaining to medtronic products.